Event description:
Unable to complete preventative maintenance (pm) on one anesthesia machine per the schedule set out by the OEM due to no available pm kits. Site has safety and regulatory concern due to missed maintenance for devices as they are life support devices. Back order issues with OEM put patients at risk.